Manufacturer narrative:
Per the tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. Reportedly, the customer had disconnected the cartridge tubing from the connector prior to the air bubbles being observed. Customer successfully primed the air bubbles from the patient line. Customer's blood glucose level was 105 mg/dl.